Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Multiple arrhythmias were ablated and at the end of the procedure, the cardiac border was checked with intracardiac echo which revealed an effusion on the right side of the heart ¿ thought specifically to be right atrium. The effusion was monitored and following the procedure, a pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.